Manufacturer narrative:
The product analysis indicates that the reported issue could not be confirmed as the motor would not run. A pre-repair temperature test could not be performed. The motor needed to be replaced and serial number changed. The device was sent back to the customer without repairs.

Event description:
The customer reported that intraoperative (dissection of tumor), the indigo drill overheated in less than one minute. A replacement handpiece was used to complete the case. There was no patient injury or impact.